Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was displaying an error unknown message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on approximately (B)(6) 2013. The patient reported using self adjusting insulin including lantus and novolog insulin to manage his diabetes. The patient reported making no changes to his usual diabetes management routine on the day of the alleged issue. The patient reported about 1 week afterwards, he developed symptoms of ¿thirsty, tired, feel swollen and blister.¿ the patient reported going to the emergency room (ER) about 3 weeks afterwards, but he received no treatment. At the time of troubleshooting, the cca was unable to resolve the alleged issue because the patient did not have any testing supplies at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he developed symptoms suggestive of hyperglycemia and went to the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/14/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/2/2013 and 10/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.